Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.